Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok 1-ml syringe experienced discolored blister pack. The following information was provided by the initial reporter: customer noticed packaging is discoloured.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-dec-2022. H6: investigation summary: visual inspection has been performed for the returned sample and observed cloudy on the bottom web. Based on the DHR reviewed there were no abnormality observed during production run of this reported batch. The production was running using validated parameters. In addition, no sealing issue and damaged package was observed on the returned sample. The possible root cause could be due to incoming material issue. The team had engaged with incoming quality department on this complaint.

Event description:
It was reported that 2 bd luer-lok 1-ml syringe experienced discolored blister pack. The following information was provided by the initial reporter: customer noticed packaging is discoloured.